Event description:
The facility reported a colleague infusion pump with a failure code of 4:311. This condition had the potential to interrupt delivery. It is unknown when this condition occurred. There was no reported patient involvement. There was no report of patient/user injury or medical intervention needed in association with this event. No additional information is available. This device is a remediated colleague pump with a user interface module software version of 5.09.90.

Manufacturer narrative:
(B)(4). The device has been received by baxter personnel and the reported condition was confirmed in the device's event history log. No repairs were performed for the reported condition as the power was cycled on the device and the failure code did not reoccur. A follow-up MDR will be submitted if any additional information is received. Baxter will continue to monitor similar reports to determine if further actions are required.

Manufacturer narrative:
(B)(4). After further investigation, quality engineering determined the assignable cause to be a software failure.